Event description:
It was reported that a tl30 was used during a lobectomy procedure. It was reported by the affiliate that the staples malformed. The surgeon put some overstitches. There was no consequence to the pt.